Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported upstream occlusion alarms which were not reproduced. A review of the event history log identified multiple upstream occlusion alarms. The reported condition was verified. The cause was determined to be an out of specification ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion. The event happened during use at the intensive care unit (ICU). There was nothing unusual found during troubleshooting that would cause or contribute to the alarm, the customer stated there is some suspicion that the problem is due to clinical practice. There was no known patient injury or medical intervention associated with this event. No additional information is available.